Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Additionally, microscopic imaging of the hemostatic valves showed deformation consistent with prolonged dilator insertion, as the sheath was returned with the dilator still inserted. This condition was not mentioned in the complaint summary, suggesting it was not present at the time of the event and likely occurred during transport or storage. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that device was prepped vcc dilator was used for transeptal. The faradrive sheath was aspirated when dilator and wire removed. When the farawave catheter was inserted into the proximal portion of the sheath and the faradrive was flushed, air was drawn into the side port of the sheath. No air was seen inside the patient. The farawave was removed and the vcc wire was put back into the left atrium (la) to maintain la access. The faradrive sheath was replaced and the procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that no fluid leak was observed. A pressure bag and the flow rate is at 3ml/hour was used. Versacross dilator and wire, non-boston scientific mapping catheter was used before or at the time air was observed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that device was prepped vcc dilator was used for transeptal. The faradrive sheath was aspirated when dilator and wire removed. When the farawave catheter was inserted into the proximal portion of the sheath and the faradrive was flushed, air was drawn into the side port of the sheath. No air was seen inside the patient. The farawave was removed and the vcc wire was put back into the left atrium (la) to maintain la access. The faradrive sheath was replaced and the procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported that no fluid leak was observed. A pressure bag and the flow rate is at 3ml/hour was used. Versacross dilator and wire, non-boston scientific mapping catheter was used before or at the time air was observed.